Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure due to increase threshold on the right ventricular lead. No other anomalies were noted on the lead. The patient did not received inappropriate therapy due to the increase threshold. The physician decided to cap and replace the lead on (B)(6) 2019. The patient was sent home in stable condition.